Event description:
A higher than expected vitros phenobarbital (phbr) result was predicted from a quality control fluid using vitros phbr slide on a vitros 5600 system. A vitros phbr result of 73.01 ug/ml vs. An expected result of 55.5 ug/ml was predicted following calibration of the vitros phbr slide lot. No patient sample results were affected. However, biased results of the direction and magnitude observed may lead to inappropriate physician action if not detected. There was no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation confirmed that a higher than expected vitros phbr result was predicted from a quality control sample while using the vitros 5600 system. Investigation concluded an instrument issue was the most likely assignable cause. Vitros marker assay (carbamazepine) precision testing was performed which demonstrated the vitros 5600 system was not performing optimally. The customer replaced damaged tubing from the immuno wash subsystem and an ocd field engineer performed service actions on the microslide incubator to optimize the system's performance. Following these actions, the vitros 5600 system was returned to expected operation.